Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 23-oct-2020. The most recent information was received on 29-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('remains of the device in the uterus') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity on (B)(6) 2011, intrinsic asthma, epigastric herniorrhaphy, hypothyroidism, anxiety (mild, under treatment) and iodine contrast media allergy. Concurrent conditions included smoker. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("tiredness/extreme tiredness") and candida infection ("recurring candidiasis after one year of the insertion"). In (B)(6) 2014, the patient experienced heavy menstrual bleeding ("hypermenorrhoea starting 2 years after insertion"). In 2015, the patient experienced varicose vein ("varicose veins") and peripheral venous disease ("peripheral venous insufficiency"). In 2016, the patient experienced back pain ("low back pain") and arthralgia ("joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("heavy vaginal bleeding"), dyspareunia ("dyspareunia during the last 6 months"), headache ("frequent headaches/intense headaches") and anaemia ("anaemia"). The patient was treated with surgery (bilateral laparoscopic salpingectomy for essure removal and removal of device remains). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, hypersensitivity, heavy menstrual bleeding, vaginal haemorrhage, dyspareunia, back pain, headache, arthralgia, fatigue, candida infection, varicose vein, peripheral venous disease and anaemia outcome was unknown. The reporter considered anaemia, arthralgia, back pain, candida infection, device breakage, dyspareunia, fatigue, headache, heavy menstrual bleeding, hypersensitivity, pelvic pain, peripheral venous disease, vaginal haemorrhage and varicose vein to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: bilateral tubal occlusion confirmed. Hysteroscopy: on (B)(6) 2012: findings during essure insertion: normal uterine cavity; proliferative endometrium stage, no focal lesions, signs of hyperplasia or atypical vascular signs; isthmus and endocervical canal without lesions; right ostium: 5 coil loops remain in the cavity. Left ostium: 3 coil loops remain in the cavity. Vitamin d: on an unknown date: lack of vitamin d. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: (B)(4) should have been considered as a follow up from this current case and not an initial report. For this reason, (B)(4) was marked for deletion and all information was transferred to this case. Reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 23-oct-2020. The most recent information was received on 02-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('remains of the device in the uterus') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity on (B)(6) 2011, intrinsic asthma, epigastric herniorrhaphy, hypothyroidism, anxiety (mild, under treatment) and iodine contrast media allergy. Concurrent conditions included smoker. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("tiredness / extreme tiredness") and candida infection ("recurring candidiasis after one year of the insertion"). In (B)(6) 2014, the patient experienced menorrhagia ("hypermenorrhoea starting 2 years after insertion"). In 2015, the patient experienced varicose vein ("varicose veins") and peripheral venous disease ("peripheral venous insufficiency"). In 2016, the patient experienced back pain ("low back pain") and arthralgia ("joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("heavy vaginal bleeding"), dyspareunia ("dyspareunia during the last 6 months"), headache ("frequent headaches / intense headaches") and anaemia ("anaemia"). The patient was treated with surgery (bilateral laparoscopic salpingectomy for essure removal and removal of device remains). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, hypersensitivity, menorrhagia, vaginal haemorrhage, dyspareunia, back pain, headache, arthralgia, fatigue, candida infection, varicose vein, peripheral venous disease and anaemia outcome was unknown. The reporter considered anaemia, arthralgia, back pain, candida infection, device breakage, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, pelvic pain, peripheral venous disease, vaginal haemorrhage and varicose vein to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral tubal occlusion confirmed. Hysteroscopy - on (B)(6) 2012: findings during essure insertion: normal uterine cavity; proliferative endometrium stage, no focal lesions, signs of hyperplasia or atypical vascular signs; isthmus and endocervical canal without lesions; right ostium: 5 coil loops remain in the cavity. Left ostium: 3 coil loops remain in the cavity. Vitamin d - on an unknown date: lack of vitamin d. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 23-oct-2020. The most recent information was received on 03-nov-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('remains of the device in the uterus') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included iodine contrast media allergy on (B)(6) 2018, parity on (B)(6) 2011, intrinsic asthma, epigastric herniorrhaphy, hypothyroidism, anxiety (mild, under treatment) and iliac vein stenosis. Concurrent conditions included smoker. Concomitant products included acetylsalicylic acid (adiro 100 mg) for turner's syndrome as well as low molecular weight heparin. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced fatigue ("tiredness / extreme tiredness") and candida infection ("recurring candidiasis "). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced heavy menstrual bleeding ("hypermenorrhoea starting 2 years after insertion"). In 2015, the patient experienced varicose vein ("varicose veins") and peripheral venous disease ("peripheral venous insufficiency"). In 2016, the patient experienced back pain ("low back pain / lumbar pain") and arthralgia ("joint pain"). In (B)(6) 2017, the patient experienced headache ("frequent headaches / intense headaches"). In (B)(6) 2019, the patient experienced turner's syndrome ("may turner syndrome"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("heavy vaginal bleeding / excessive bleeding"), anaemia ("anaemia") and vitamin d deficiency ("lack of vitamin d") and underwent peripheral artery stent insertion ("non-releasing drug stent in left v iliac"). The patient was treated with surgery (bilateral laparoscopic salpingectomy for essure removal and removal of device remains). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, hypersensitivity, heavy menstrual bleeding, vaginal haemorrhage, dyspareunia, back pain, headache, arthralgia, fatigue, candida infection, varicose vein, peripheral venous disease, anaemia, vitamin d deficiency, dysmenorrhoea, turner's syndrome and peripheral artery stent insertion outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, peripheral artery stent insertion and turner's syndrome with essure. The reporter considered anaemia, arthralgia, back pain, candida infection, device breakage, dyspareunia, fatigue, headache, heavy menstrual bleeding, hypersensitivity, pelvic pain, peripheral venous disease, vaginal haemorrhage, varicose vein and vitamin d deficiency to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2012: not sensitive to essure; on (B)(6) 2018: allergy to iodinated contrast is confirmed.. Colposcopy - on (B)(6) 2019: normal; normal endocervical canal, uterine cavity regular with proliferative endometrium, both normal ostium are visualized, in ostium on the left, 2-3mm of central axis of the essure device is observed. Right salpingectomy, removal of the distal half of the device en bloc together with the tube. Complete extraction.. Electrocardiogram - on (B)(6) 2019: sinus rhythm at 67 bpm; eco: no findings significant or valuable changes with respect to the previous control carried out in (B)(6) 2015.. Gynaecological examination - on (B)(6) 2012: gynecological examination is performed, which is normal.; on (B)(6) 2019: eco fpf right 1 + 2 + 3 left 1 + 2 + 3 results. Hysterosalpingogram - on (B)(6) -2013: bilateral tubal occlusion confirmed. Hysteroscopy - on (B)(6) 2012: findings during essure insertion: normal uterine cavity; proliferative endometrium stage, no focal lesions, signs of hyperplasia or atypical vascular signs; isthmus and endocervical canal without lesions; right ostium: 5 coil loops remain in the cavity. Left ostium: 3 coil loops remain in the cavity.; on (B)(6) 2019: normal vaginoscopy, normal endocervical canal, uterine cavity regular with proliferative endometrium, both normal ostia are visualized, in ostium on the left, 2-3mm of central axis of the essure device is observed.. Pathology test - on (B)(6) 2019: normal uterus, small subserous myoma at the bottom of 2 cm approx. Both tubes normal, hydatid in the right tube. Rest of normal cavity.. Ultrasound abdomen - in (B)(6) 2013: correct arrangement of the devices was confirmed. Vitamin d - on (B)(6) 2013: lack of vitamin d. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 3-nov-2021: new information added: new reporter (hcp), lab data, concomitant drugs, onset date of headache and dyspareunia. New adverse events added: lack of vitamin d, dysmenorrhea, turner´s syndrome, iliac stent. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 23-oct-2020. The most recent information was received on 30-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('remains of the device in the uterus') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity on (B)(6) 2011, intrinsic asthma, epigastric herniorrhaphy, hypothyroidism, anxiety (mild, under treatment) and iodine contrast media allergy. Concurrent conditions included smoker. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("tiredness / extreme tiredness") and candida infection ("recurring candidiasis after one year of the insertion"). In (B)(6) 2014, the patient experienced menorrhagia ("hypermenorrhoea starting 2 years after insertion"). In 2015, the patient experienced varicose vein ("varicose veins") and peripheral venous disease ("peripheral venous insufficiency"). In 2016, the patient experienced back pain ("low back pain") and arthralgia ("joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("heavy vaginal bleeding"), dyspareunia ("dyspareunia during the last 6 months"), headache ("frequent headaches / intense headaches") and anaemia ("anaemia"). The patient was treated with surgery (bilateral laparoscopic salpingectomy for essure removal and removal of device remains). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, hypersensitivity, menorrhagia, vaginal haemorrhage, dyspareunia, back pain, headache, arthralgia, fatigue, candida infection, varicose vein, peripheral venous disease and anaemia outcome was unknown. The reporter considered anaemia, arthralgia, back pain, candida infection, device breakage, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, pelvic pain, peripheral venous disease, vaginal haemorrhage and varicose vein to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral tubal occlusion confirmed. Hysteroscopy - on (B)(6) 2012: findings during essure insertion: normal uterine cavity; proliferative endometrium stage, no focal lesions, signs of hyperplasia or atypical vascular signs; isthmus and endocervical canal without lesions; right ostium: 5 coil loops remain in the cavity. Left ostium: 3 coil loops remain in the cavity. Vitamin d - on an unknown date: lack of vitamin d. Most recent follow-up information incorporated above includes: on 30-oct-2020: aemps reference added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('remains of the device in the uterus') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity on (B)(6) 2011, intrinsic asthma, epigastric herniorrhaphy, hypothyroidism, anxiety (mild, under treatment) and contrast media allergy. Concurrent conditions included smoker. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("tiredness / extreme tiredness") and candida infection ("recurring candidiasis after one year of the insertion"). In (B)(6) 2014, the patient experienced menorrhagia ("hypermenorrhoea starting 2 years after insertion"). In 2015, the patient experienced varicose vein ("varicose veins") and peripheral venous disease ("peripheral venous insufficiency"). In 2016, the patient experienced back pain ("low back pain") and arthralgia ("joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("heavy vaginal bleeding"), dyspareunia ("dyspareunia during the last 6 months"), headache ("frequent headaches / intense headaches") and anaemia ("anaemia"). The patient was treated with surgery (bilateral laparoscopic salpingectomy for essure removal and removal of device remains). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, hypersensitivity, menorrhagia, vaginal haemorrhage, dyspareunia, back pain, headache, arthralgia, fatigue, candida infection, varicose vein, peripheral venous disease and anaemia outcome was unknown. The reporter considered anaemia, arthralgia, back pain, candida infection, device breakage, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, pelvic pain, peripheral venous disease, vaginal haemorrhage and varicose vein to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral tubal occlusion confirmed. Hysteroscopy - on (B)(6) 2012: findings during essure insertion: normal uterine cavity; proliferative endometrium stage, no focal lesions, signs of hyperplasia or atypical vascular signs; isthmus and endocervical canal without lesions; right ostium: 5 coil loops remain in the cavity. Left ostium: 3 coil loops remain in the cavity. Vitamin d - on an unknown date: lack of vitamin d. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.